Event description:
The everflex entrust was received and the partial deployment of the everflex entrust stent delivery system was confirmed. The returned entrust exhibited a bond break between the pull cable and the outer sheath. The root cause of the bond break between the pull cable and the outer sheath could not be determined.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
This procedure was performed in indonesia. A procedure was performed on the femoro-popliteal artery, accessed from contralateral, with aorta to iliac sharp angle. The red lock pin was pulled out before deployment started. When deployed, the stent got stuck after 1 cm deployed. The shaft kinked in the aorta terminal. The stent was removed by an open repair, endarterectomy and vein patching.

Manufacturer narrative:
(B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.